Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that there is a kink at the 3cm to the tip of the filter basket. The surgeon tried to reshape the device but still failed to advance to the lesion. The physician changed another device and the procedure was successfully completed. No adverse event to the patient was reported. Please note that multiple attempts to gather additional patient and procedural information were attempted and were unsuccessful.

Manufacturer narrative:
The report received states that there is a kink on the wire 3cm from the tip of the filter basket. The surgeon tried to reshape the device but still was unable to advance it to the lesion. The physician changed to another device and the procedure was successfully completed. No patient injury was reported. Multiple attempts to gather additional patient and procedural information were attempted and were unsuccessful. A non-sterile unit of angioguard rx ecgw 6mm x 180cm-extra support was received coiled inside of a plastic bag. Only the guide wire was received and kink conditions were observed at 6 and 0.89 cm from distal tip, filter basket was received deployed, a wrinkle was observed on the membrane. No other damages were observed. Functional analysis cannot be development due to the device condition received. The guide wire was observed under vision system and was not observed any anomaly only the damages observed in visual analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as ¿delivery system/tracking difficulty¿ cannot be evaluated due to the functional test cannot be development. The failure reported by the customer as ¿filter basket/kinked/bent-in patient¿ was confirmed due to the device condition received. The cause of the event experienced by the customer and the kink and wrinkle conditions found could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. With the information available and without return of films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.